Event description:
This pt was admitted to the hosp with a chief complaint of stable angina. The pt was currently taking aspirin and beta balockers.t he pt was taken electively to the cardiac cath lab, wher angiography revealed lesions in a saphaenous vein graft (svg) to the first obtuse marginal (omi), the left main artery (lma)/ lad (protected), and the mid-rca. The lesion in the svg to the omi was an 85% moderate (1mm) stenosis. The lesion in the lma/lad was a 70% long (65mm), heavily calcified bifurcating stenosis. And the lesion in the mid-rca was a 75% long (59mm), heavily calcified stenosis. The lesions were treated in a staged procedure over a five day period. During part one of the staged procedure. A bolus of angiomax was admin via IV. There were no difficulties in accessing or wiring the vessel noted. The svg/om lesion was predilated. A 3.5 x 13mm cypher stent was deployed to the svg to the omi with suboptimal results. The stent was post-dilated. Flow through the stented segment ws timi iii. Residual stenosis was reported to be 0%. The pt was dhscharged on aspirin, plavix, and beta-blockers. Five days later the pt returned for the second part of the staged procedure. Angiomax was again admin. The lma was pre-dilated. Three (3) cypher stents were placed within the lma/lad: two (2) 2.5 x 28mm, and one (1) 2.5 x 18mm. The two (20 2.5 x 28mm stents were posttilated. The three stents were overlapping. Residual stenosis was reported to be 0% and timi iii flow was noted throughout the stented segment. Attention was then turned to the mid-rca lesion. The lesion was predilation and three (3) cypher stents were implanted one (1) 2.5 x 23mm, one (1) 2.5 x 28mm, and one (1) 3.0 x 18mm. The stents were postdilated and were all overlapping. Residual stenosis was reported to be 0% and timi iii flow was noted throughout the stented segment. The pt was discharged the following day on the same pre-procedure medications. Eight months later, the pt returned for repeat angiography, which revealed a restenosis of the cypher stents in the mid-rca. This was treated with the placement of an additional taxus des.